Event description:
The line was placed and removed in 2008. The catheter slipped from the hub and migrated. Approximately 1 cm was retrieved by ir. The physician thinks that the hub was connected right. No patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.